Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure the original lead parameters were not ideal and they attempted to replace the lead. However the attempted lead exhibited unstable and high thresholds and high impedance. The attempted lead was not used. No patient complications have been reported as a result of this event.